Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The patient's remote home monitoring system and their ICD have been in radio frequency (rf) telemetry overuse. Troubleshooting was done and a patient initiated interrogation was attempted but not successful. It was likely that rf interference was causing the interrogation issue. The device remains in service. No adverse patient effects were reported.